Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned, images were provided for review. Based upon the images provided, the complaint is confirmed for failure of the filter to fully expand; however, the investigation is inconclusive for the reported filter advancement and deployment issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factor contributed to the reported event.

Event description:
It was reported that resistance was encountered during advancement of a vena cava filter through the delivery sheath and during deployment, the last two legs of the filter became stuck in the sheath. The filter deployment was completed with additional manipulation of the filter, however, a few filter legs became crossed. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.